Event description:
Reporter indicated a vns therapy programming handheld computer was not staying connected to the programming wand. It was also reported the handheld screen froze on multiple occasions. The handheld was returned to the MFR; however, the software flashcard returned inside the handheld was not a cyberonics device; therefore, an analysis of the software could not be performed. An analysis of the handheld was performed, and no anomalies associated with the handheld or serial cable were noted during testing using the ac adapter or the main battery with a full charge. Good faith attempts to obtain additional info have been unsuccessful to date.